Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse had neonate that has been rewarming for 12 hours but was not nearing the target temperature. Nurse believed problem associated with the patient's neurological condition but wanted to confirm device was working appropriately. Patient temperature was 34.3c, target temperature was 36.5c, water temperature was 40c, flow rate was 1.3 lpm. Esophageal probe was in place. Trend was thermoneutral. Neonatal pad was in good coverage. Mis discussed turning on giraffe. Nurse noted they did not have that in their current protocol, and they were curious if that would be normal condition. Mis noted that we do not contraindicate but would recommend verifying with provider or medical team since outside of their current protocol. Mis also discussed adding rolled blankets to the sides of the infant to help taco the baby into the pads thus providing great coverage. Mis also discussed addition of warm blankets. According to the information provided, the device appeared informed, device appeared to be working appropriately. Signs were pointing to patient related issues with rewarming. Did not that with water temperature consistently at 40c they might receive safety alerts regarding patient exposure to warm water for extended period of time. Mis explained these alerts were intended to encourage diligent skin checks according to their hospital protocol. Nurse noted this confirms suspicions as electroencephalogram (eeg) activity was minimal. Mis would follow up with provider immediately. Per additional information received via email on 08-nov-2022, nurse confirmed issue device with serial number of (B)(6). Patient was able to complete therapy. No harm or injuries. Patient was also rewarmed with radiant warmer.

Event description:
It was reported that the nurse had neonate that has been rewarming for 12 hours but was not nearing the target temperature. Nurse believed problem associated with the patient's neurological condition but wanted to confirm device was working appropriately. Patient temperature was 34.3c, target temperature was 36.5c, water temperature was 40c, flow rate was 1.3 lpm. Esophageal probe was in place. Trend was thermoneutral. Neonatal pad was in good coverage. Mis discussed turning on giraffe. Nurse noted they did not have that in their current protocol, and they were curious if that would be normal condition. Mis noted that we do not contraindicate but would recommend verifying with provider or medical team since outside of their current protocol. Mis also discussed adding rolled blankets to the sides of the infant to help taco the baby into the pads thus providing great coverage. Mis also discussed addition of warm blankets. According to the information provided, the device appeared informed, device appeared to be working appropriately. Signs were pointing to patient related issues with rewarming. Did not that with water temperature consistently at 40c they might receive safety alerts regarding patient exposure to warm water for extended period of time. Mis explained these alerts were intended to encourage diligent skin checks according to their hospital protocol. Nurse noted this confirms suspicions as electroencephalogram (eeg) activity was minimal. Mis would follow up with provider immediately. Per additional information received via email on 08-nov-2022, nurse confirmed issue device with serial number of (B)(4). Patient was able to complete therapy. No harm or injuries. Patient was also rewarmed with radiant warmer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned